Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated the harmonic ace was not in a instrument collision. The chief surgeon also did not use other instruments to clean the adhered tissues on this harmonic ace. First, the excitation platform of the harmonic ace reported an error: a reminder of "reduce tip pressure" was shown. When this instrument was removed from the operating room of the hospital, it was not completely fractured. The tip end detached due to jolting during transportation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.